Event description:
It was reported that the patient had an explant procedure on (B)(6) 2021 for an unknown reason.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.